Manufacturer narrative:
Additional narrative: depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation alleges that patient experienced hip pain, causing difficulty ambulating and sleeping. Additionally, it is alleged that implant is releasing metal ions into patient's body. Update received 1/28/2015. The sales rep has reported the revision surgery. Patient was revised to address pain, metallosis and elevated ion levels. It was noted that cobalt levels were 26 and chromium were 27.

Manufacturer narrative:
(B)(4). Reason for original complaint ¿ litigation alleges that patient experienced hip pain, causing difficulty ambulating and sleeping. Additionally, it is alleged that implant is releasing metal ions into patient's body. Update received 1/28/15. The sales rep has reported the revision surgery. Patient was revised to address pain, metallosis and elevated ion levels. It was noted that cobalt levels were 26 and chromium were 27. No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
In addition to what were previously alleged, ppf alleges metal wear before first revision. Added revision hospital, revision surgeon, lawyer in the associated contact and law firm in the facility name. Doi: (B)(6)2005 - dor: (B)(6)2015 (right hip)